Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology and noise. The patient was playing with his dog at the time of the shock. The sensing vector was set to the secondary vector. Prior to the shock, an office visit found the error message that the sensing had not been optimized. At that time, it was difficult to obtain a reference electrogram due to the underlying ectopy. Also, the patient has another pulse generator implanted. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.